Event description:
In 2007, a clinical incident involving a super turbovac arthrowand as reported to arthrocare corp. Following an arthroscopic procedure of the shoulder, it was reported the tip of the arthrowand detached and may be remaining in the patient's shoulder. The physician did not see the fragment in the tissue and is not sure if the fragment remains in the patient. No additional treatment is planned. The patient is reported to be doing well.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual inspection confirmed the screen from the tip of the wand was missing. The detachment of the screen was due to excessive use and excessive electrode wear. Arthrocare has included in the instructions for use for the device the following warning: "excessive wear of electrodes may result from vigorous use against bony surfaces."